Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On (B)(6) 2023 nalu became aware that the patient appeared to have an infection at the site of the lead implant and was scheduled for possible explant. Procedure took place on (B)(6) 2023. During the procedure the physician found that a piece of the suture from the original implant procedure was left in the wound. Per the physician, the suture caused infection. Physician was able to remove the suture and leave the nalu system intact and implanted. No complaints of any failure of the nalu system or it's components.